Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient's rectal issue was fixed and they didn't feel anything back there from the stimulator. They know they didn't do anything with that. They are wearing a pull up right now. Patient didn't understand why they were not feeling more from the mdt device when it was the time they had to go. The worst since they had this relapse, it was numb at first like they didn't feel like they had to go and now they knew when they have to go but had to run to the bathroom. The issue had been on and off but then they would put it up a little bit and then they got sick and didn't pay much attention to it. Sometimes they were fine during the day because they were awake. The biggest problem was when they went to bed at night and were sleeping so soundly and didn't realize it. Patient wanted to meet with the representative to show them how to use the external devices. The agent walked the patient through checking their settings. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Additional information was received from the patient (B)(6) 2024. They reported that the had a burning sensation and a sore rectum.. Patient stated that the rectal relapse was caused by the device. They stated it might have a connection with the stimulator and that they were not feeling anything prior. The patient stated that they had a prolapse rectal surgery on (B)(6) 2024.

Event description:
Additional information was received from the patient. They reported that they saw a colon rectal surgeon who said the area was stretched possibly from the rectal relapse. Surgery (B)(6) 2025. The cause of not feeling anything back there from the stimulator after the rectal issue was not determined but most likely from the relapse, also there was an ulcer in that area outside and in the center, very painful. Patient thought it might be the stimulator. Surgery is scheduled for (B)(6) 2025 to replace the unit. According to the representative the device only had 6 months left. The issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.